Manufacturer narrative:
This report is filed on (B)(6) 2018.

Event description:
Per the clinic, the patient's device was explanted on (B)(6) 2017 due to an unknown reason. Additional information was requested but has not been made available as of the date of this report.